Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300 mg/dl. The customer¿s current blood glucose level was 200 mg/dl and 380 mg/dl at the time of incident. The customer experienced symptoms such as difficulty breathing, nausea, arms and leg swell. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer reported drive support cap was normal. The insulin pump will not be returned for analysis.